Event description:
It was reported that the powerpicc was used for chemotherapy. Inserted on (B)(6) 2013 and removed (B)(6) 2014 due to split catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexc0541 showed no other similar product complaint(s) from this lot number.